Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. FDA device problem code: 1354, 2944. FDA patient problem code: 2199.

Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm was damaged. The following information was provided by the initial reporter: the patient (B)(6) old, was diagnosed with diabetes on (B)(6) 2020. The indwelling needle was used for intravenous infusion during the hospitalization. When the indwelling needle was normally opened, the steel indwelling needle was in the protective sleeve. When the patient was given infusion, the indwelling needle was opened and damaged. Stop using immediately and report adverse events to the equipment.

Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm was damaged. The following information was provided by the initial reporter: the patient, female, 72 years old, was diagnosed with diabetes on (B)(6) 2020. The indwelling needle was used for intravenous infusion during the hospitalization. When the indwelling needle was normally opened, the steel indwelling needle was in the protective sleeve. When the patient was given infusion, the indwelling needle was opened and damaged. Stop using immediately and report adverse events to the equipment.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0168686. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.